Event description:
The customer reported, the save button was not functioning. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced, and the software and calibration files were loaded and tested. The system operates as intended.